Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the cause of the ins not connecting following the cardioversion remains unknown. The representative also reported that they are in a holding pattern for replacement until the patient undergoes a different procedure and receives cardiac clearance. The issue remains unresolved. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced difficulty reconnecting their handset to the implanted neurostimulator after undergoing a cardioversion procedure on may 4th. The patient encountered a "set up links" screen and could not progress beyond "searching for device." They had turned off their implant for the procedure, but did not adjust the settings as noted in the labeling. Patient services guided the patient through removing links and attempting to reconnect, but this did not resolve the issue. The agent suggested resetting the mydbs therapy app and handset, but the problem persisted. The agent reviewed the potential effects of cardioversion on dbs and redirected the patient to their healthcare provider for further evaluation and device inspection. The patient also mentioned occasional difficulties pairing their communicator. The manufacturer representative called with the patient, stating she could not connect to the patient's battery with either a tablet or the patient's handset. Technical support services reviewed recommendations for cardioversion and noted that the patient had not received the firmware update to v5 of the software before the procedure. The physician who performed the procedure had only turned the therapy off. The representative plans to help the patient establish care with a new physician, as the patient recently moved and does not have one, and discuss next steps.

Event description:
Additional information was received from the rep reporting that the cause of the ins not connecting following the cardioversion remains unknown. The representative also reported that they are in a holding pattern for replacement until the patient undergoes a different procedure and receives cardiac clearance. The issue remains unresolved. The information has been confirmed with the physician. (B)(6) 2025 e2 (rep): no new information. 2025-jul-11 (B)(4) (rep): additional information was received from the manufacturer representative (rep) regarding already reported events. Patient (pt) has had two known cardioversion with the 2nd one rendering the implantable neurostimulator (ins) non-functional. While pt was being evaluated for pre-op to replace the ins, tumor in the lower lobe of the pt's right lung was detected. Pt has ins in right chest with cardiac device in left chest. Question was presented to agent on whether new implant should be done or wait until tumor is treated. Agent redirected to healthcare provider for this medical decision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.